Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarm noted during testing or in the history files near the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assemblies. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken belt clip rails, stained serial number label, cracked battery tube threads, corroded battery tube, corroded motor home switch. Pump passed required test and no failed batt test alarm noted during test. Cosmetic damage at battery compartment was confirmed. However, pump received without battery cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, battery cap cracked/damaged, damage (physical or cosmetic) on the battery compartment and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported battery cap damaged and the damage was on metal contacts. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.